Manufacturer narrative:
H3, h6: one pump was returned for analysis. Visual inspection showed the downstream occlusion (dso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found very few reports of air in line. Functional testing couldn't be fully performed due to a custom security code. The air-detector functioned normally at the time of investigation. The most likely/suspected cause of the issue was the use of a faulty/damaged cassette. The manufacturer representative performed preventative service and secondary repairs, including dso seal replacement.

Event description:
It was reported that, after connection, the pump keeps air in line. There was no patient involvement and no patient harm/adverse event reported.